Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead product ID 977a260 serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025. Product type lead device(s) were not analyzed due to being a non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the devices were returned for analysis.

Event description:
It was reported that the patient developed a device site infection involving the incision and pocket area following implantation of the intellis sensor implantable neurostimulator and two vectris mrics compact leads. An infection was observed at the lead incision site. The patient was placed on oral antibiotics. All implanted devices were subsequently removed. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-may-2028, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 10-jun-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.